Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. Additionally, it was found that a transmitter fatal error occurred.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.